Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found blower foam degradation. During the evaluation, foam particles were observed in the blower kit. And the device has been scrapped. In addition, the patient alleges experiencing headaches along with sinus problem. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.